Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
PICC was placed on (B)(6) 2015 above the antecubital fossa in the right basilica vein. Statlock securement device in place. Patient discharged to home on (B)(6) 2015 - readmitted and discharged again (B)(6) 2015. On (B)(6) 2016 vascular access team contacted by home care - leakage from clear catheter extension tubing just below white luer hub.

Manufacturer narrative:
Received one 2.6f PICC for evaluation. The lumen had been trimmed from (B)(6) cm to (B)(6) cm in length. The hole in the extension was not immediately visible. The luer to extension junction had to be pulled on or bent for the hole to be visible. The device was implanted for 11 weeks. The extension line that developed a hole was found to be in specification dimensionally and the material showed no signs of degradation resulting from use or manufacturing. Tensile testing was also completed on the intact luer and the peak tensile force was (B)(6) lbs which exceeds the (B)(4) standards of (B)(6) lbs. Based on the evaluation completed by the engineering department, we are unable to determine a root cause for the device failure mode.